Event description:
It was reported that pump experienced malfunction with code 16 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, and technical support arranged replacement pump.